Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device does not reveal any defects. An engineering evaluation reveals the evaluation determined that there was no indication that this case was meant for the patient's right knee. All imaging and planning was completed for the patient's left knee according to the pre-op plan. As visionaire devices are custom made devices, a review of the complaint history for this part is not applicable. According to the engineering eval, the device was manufactured according to what was requested. Based on the information provided, the unsatisfactory experience could be confirmed. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. According to inspection drawing, a verification of the part number, size and implant type shall be performed. Also, part configuration shall be compared to print. Factors that could contribute to the reported event include surgical technique used, user/procedural variance or segmentation error. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, a tka surgery, that was planned to use a right ns vis adpt guide lgnp kit, was delayed more than 30min, because left cutting blocks, both for femur and tibia were supplied. A change in surgical technique had to be made. Patient was not harmed as consequence of this problem.